Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis.final analysis found only a partial lead was received in two pieces for analysis. An insulation abrasion was noted at 7.1 cm to 8.1 cm from the distal tip which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device.(B)(4).

Event description:
This report is to advise of an event observed during analysis.